Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, 80% stenosed, de novo lesion in the mid left circumflex coronary artery. The lesion was crossed with a bmw guide wire and predilatation was performed with 1.1x10mm, 1.5x12mm, and 2x12mm balloons. The 2.5x23mm xience xpedition stent delivery system was advanced; however, failed to cross through the lesion. Multiple attempts were made to cross the lesion and the stent became dislodged. The dislodged stent was then crushed against the vessel wall. The procedure was continued with balloon angioplasty. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Correction: it was reported that the device was not available for evaluation; however, the stent delivery system was returned. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency.